Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: brand name, part number and lot number, date manufactured. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Medical records were provided and reviewed. A complaint database search finds no other similarly reported incidents against the newly added product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address osteolysis and loosening secondary to metal-on-metal disease. On (B)(6) 2013 - patient's medical records were received. Records indicate the patient was revised for stem loosening. Upon revision the sleeve was found to be loose.